Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
(B)(4). This is the 1st of 6 reports submitted on this event.